Event description:
A malfunction alarm was reported on the pump, specifically malfunction 16. There was no reported impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, and the customer planned to switch to multiple daily injections as a backup therapy.